Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The receiver data log was downloaded and an error was noted, but is a recognized error and not related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. Customer complaint could not be verified.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014, resulting in patient experiencing a low. Patient relayed wife came home and found patient unconscious on the floor with blood and called 911. Patient reported a cut on elbow, abrasion on forehead and patient bit their tongue. Ambulance came and patient was administered with IV (contents of IV unknown). Patient declined to go to the hospital. No other injuries or further medical intervention was reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were functional. Current condition of patient was reported as feeling worn out.